Manufacturer narrative:
Visual evaluation of the returned complaint device revealed the balloon to be torn longitudinally. No visible defects were noted to the catheter of the device. The condition of the returned incident device is consistent with the complaint that the balloon burst. The most probable root cause for this event is operational context; this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g., the balloon comes into contact with a sharp exterior source). A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre balloon dilatation catheters used in the same procedure. Manufacturer report # 3005099803-2011-00558 addresses the first balloon, while manufacturer report # 3005099803-2011-00559 addresses the second balloon. It was reported to boston scientific corporation on (B)(6), 2011 that two cre balloon dilatation catheters were used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) old female patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, during the procedure, both balloons were inflated to a diameter of 18mm and burst inside the patient. No pieces of either balloon detached. An alliance inflation handle and an alliance inflation syringe were used to inflate the balloons; it was confirmed there was no malfunction of either inflation device. The procedure was completed with the second cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two cre balloon dilatation catheters used in the same procedure. Manufacturer report # 3005099803-2011-00558 addresses the first balloon, while manufacturer report # 3005099803-2011-00559 addresses the second balloon. It was reported to boston scientific corporation on (B)(6), 2011 that two cre balloon dilatation catheters were used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) female patient on (B)(6), 2011 (patient weight is unknown). According to the complainant, during the procedure, both balloons were inflated to a diameter of 18mm and burst inside the patient. No pieces of either balloon detached. An alliance inflation handle and an alliance inflation syringe were used to inflate the balloons; it was confirmed there was no malfunction of either inflation device. The procedure was completed with the second cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.